Manufacturer narrative:
(B)(4). See MDR #33010532612-2019-00218 and tc # (B)(4) for related complaint.

Event description:
It was reported that the intra-aortic balloon pump (iabp) had continuous helium loss alarms. The patient was weaned off therapy with no reported patient injury or consequence. The iabp was checked by the field service engineer. There were no reported findings. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of "helium loss alarm" is not able to be confirmed. No part or recorder strip was returned for investigation. The root cause of the complaint is undetermined. The field service agent serviced the pump and could not replicate the alarm, the pump passed functional checkout. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: see MDR #33010532612-2019-00218 and tc #(B)(4) for related complaint.

Event description:
It was reported that the intra-aortic balloon pump (iabp) had continuous helium loss alarms. The patient was weaned off therapy with no reported patient injury or consequence. The iabp was checked by the field service engineer. There were no reported findings. There was no report of patient complications, serious injury or death.